Event description:
It was discovered during device preparation that the pacemaker exhibited excessive battery discharge. The device was not used and there was no patient involvement.

Manufacturer narrative:
The reported event of anomalous battery voltage level was confirmed. The device was received with an alert of end-of-service (eos) voltage level. Low battery voltage measurements were also found in the device image. Manual voltage measurement was performed which indicated the actual battery voltage was still at beginning-of-life (bol). The product code was reloaded after a power reset, and the device was monitored in the lab; low battery voltage event reoccurred and lasted for a week before regained to its normal voltage level. The reported issue was consistent with a hybrid anomaly. Despite extensive efforts, the anomalous component on the hybrid could not be determined.